Event description:
It was reported by an emergency room physician that the patient was experiencing a shocking or jolting sensation in the neurostimulator pocket. The physician requested assistance as he was unable to turn off the neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, serial #(B)(4), implanted: 2010 (B)(6), explanted: unknown. Programmer: model 3037, serial #(B)(4).